Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR:the stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first two rows distorted and lifted distally from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination of the outer and mid-shaft section of shaft polymer extrusion found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-july-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 38x2.75mm target lesion, containing a lesion bend of less than=90, was located in the severely tortuous and severely calcified right coronary artery(rca). A 2.75x38mm promus element long stent was advanced but failed to cross the target lesion. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.